Manufacturer narrative:
The pacemaker and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information during a normal patient follow up, it was noted that this pacemaker had performed a lead safety switch after a pacing impedance measurement above 2,000 ohms was recorded on the right ventricular (rv). The pacing impedance measurements have increased gradually over time. It was also noted that after the device switched the lead configuration to unipolar, there was noise that was being oversensed and being stored as nonsustained ventricular tachycardia episodes. Testing was performed and the pacing impedance measurement in the unipolar configuration was 435 ohms; in bipolar configuration it was above 2,000 ohms. The pacemaker was reprogrammed so that the rv lead configuration was unipolar pacing but bipolar sensing. Testing was performed again and both pocket manipulation and isometrics did not produce any noise in this configuration. The patient will continue to be monitored. No adverse patient effects were reported.